Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, upon firing the stapler, the staples were deployed however the physician was unable to remove the stapler from the tissue. There is no known patient injury. Additional information has been requested but not yet received.